Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The analysis results found that the er320 device was returned in good condition. In addition, one sheet with two pictures was received along with the device; in the pictures it could be observed the jaws of the device with a clip partially fed that appears to be jammed. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fires fine for the first few firings, but then the clips come out sideways. Another like device was used to complete the procedure. There were no patient consequences.